Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control board. The technician replaced the board to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s3 roller pump displayed an error message during setup. There was no patient involvement.